Event description:
The customer reported the ventilator alarmed due to a pressure sensors failure. The customer reported the device was not in use therefore there was no patient involvement or harm. As reported, pressure sensor failures during normal ventilation use may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the customer check the data acquisition pcb to motor controller pcb board cable. The biomedical engineer reported the cable was disconnected. The biomedical engineer reported the cable was reconnected and the reported problem resolved.

Manufacturer narrative:
Cable was reconnected.